Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a smaller-than-usual dinner meal while using the ilet system integrated with a g7 sensor; the user had been under-announcing dinner meals for approximately two weeks based on clinical advice, and education was provided that this behavior can maladapt the ilet and raise the system¿s learned dinner insulin expectations. Symptoms included a blood glucose of 55 mg/dl with approximately 30 minutes below range, treated with yogurt, applesauce, and juice, without loss of consciousness and without medical intervention. Outcomes included transient low glucose without hospitalization. Investigation included user interview, review of reported glucose course, and troubleshooting and education on correct meal announcement practices. Investigation of this case revealed user technique error related to incorrect meal size announcements leading to hypoglycemia, with no allegation of device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors were the most likely cause.